Manufacturer narrative:
Additional information was received on october 11, 2017. There was no difficulty withdrawing the catheter from the patient that may have caused this damage. The returned catheter condition was not noted prior to use of the catheter or prior to sending the catheter back. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a deflection issue occurred. Upon receiving, the catheter was visually inspected and the peek housing was found cracked open with metal exposed and reddish-brown material inside the area. Tip lumen has bumps near to the tip dome. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane application and reddish material was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, the catheter deflection is verified several times before leaving the facilities. The damage observed on the tip are related to the stress that causes the t bar slid down issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a deflection issue occurred. After the smarttouch sf catheter was inserted into the cardiac cavity, when the ablation was conducted for the right inferior pulmonary vein, the catheter could not be deflected as intended. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event was originally assessed as not MDR reportable because the potential risk that it could cause or contribute to a serious injury or death is remote. The device was returned to the biosense webster failure analysis lab and on (B)(6) 2017, it was discovered that the peek housing and tip lumen transition was cracked open with metal exposed and reddish-brown material inside. The tip lumen also has bumps approximately 2.0 cm from the distal end of tip dome. The bumps are not reportable if there is no exposure of internal components, or any evidence that the integrity of the catheter has been compromised, then the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. However, the crack in the peek housing tip lumen transition is reportable. If internal parts are exposed, then there is a potential risk to the patient. The awareness date was reset to (B)(6) 2017, the date the reportable finding was discovered.